Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced with a new ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal electrode was covered in blood. Concomitant medical product: 5086, implantable pacing lead, (B)(6) 2013. (B)(4).